Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge due to perpetual rebooting. Functional testing failed due to perpetual rebooting. The receiver download failed due to perpetual rebooting. Opened receiver case, detached ui pcba and downloaded: passed. The receiver log was reviewed and firmware errors were observed. The complaint was confirmed because there were indications that the receiver was "initializing the screen without manual restart" within the investigation window. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would perpetually boot up. Functional testing and data download could not be performed due to the perpetual rebooting; therefore, the receiver case was opened to download data log directly from the ui pcba board. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/30/2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.